Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the manufacturer representative electrocuted them from the inside when they tried to reprogram their device and it went wide open a couple of years ago. Patient mentioned they had changed programs many times, 4 different programs, and could not find one that worked for them. Patient stated the programs never worked very long and they would be on it anywhere from 2-5 weeks or so, and then it would be ineffective. Patient had to have their first battery changed because the battery went bad and was leaking. Patient stated that during surgery, they opened them up and cleaned out the area and took the battery out of their hip and put a new battery in. Patient stated they did not know the battery had 'leaked inside' until after the surgery and they were told the battery was bad that it caused a staph infection they could not get rid of. Two months prior to the surgery, they tried all sorts of antibiotics for the staph infections and it was not resolved until they did the surgery and 'went inside'. It was mentioned that patient had had a heart attack and a 4 way bypass, so that was why they were asking about defibrillation therapy. No further complications were reported.